Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure and linx device implantation was performed (B)(6) 2016. -uneventful device explant due to dysphagia on (B)(6) 2016. -patient is reported as doing fine post-explant and dysphagia has resolved.

Manufacturer narrative:
Update to include device lot number, serial number, and expiration date. Update to include device manufacturing date. Update to include method code.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation was performed (B)(6) 2016. Uneventful device explant due to dysphagia on (B)(6) 2016. Patient is reported as doing fine post-explant and dysphagia has resolved.